Event description:
It was further stated that the battery was still depleted, and had been for over a year. The patient was attempted to find a new physician. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s battery was dead. ¿they have jumped it a few times but I would like to get the battery removed.¿ the last time it was ¿jumped¿ was last (B)(6). She had been trying several times to charge since then, but was unable to charge the implantable neurostimulator (ins). She had not been able to get it to charge ¿it¿s like I¿m allergic to it.¿ the patient clarified that it itched really bad. She had lost some weight and it was always in the way or catching on things. Both issues had been going on ¿for several months.¿ the patient was advised to discuss with her healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the patient requested MRI guidelines. The MRI procedure was not due to a problem with the device or therapy. The patient had an injury where she was struck by a box from the side with a big stone, which caused major back and neck problems including pain in the neck, hip, and spine issues. The patient had x-rays for it and they were trying to determine more. The patient inquired about diagnostics with a partial system as she was planning to have at least the implantable neurostimulator (ins) removed from being dead.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).